Manufacturer narrative:
A1: the full patient identifier is (B)(6). A2, a3, a4 and a5: the customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. H3 and h6: the access high sensitivity troponin I reagent was not returned for evaluation. ¿ no hardware errors or other assay issues were reported in conjunction with this event. ¿ system performance indicators such as system check, calibration and quality control (qc) were passing within specifications at the time of the event. ¿ there is insufficient evidence to suggest carryover as the customer did not report running a sample of high troponin concentration prior to the questioned result. The customer followed internal policies by conducting a post-event system check and precision run. System check data was provided showing a passing system check from (B)(6) 2025. No precision data was supplied for review. The customer noted they did not need any further action from beckman coulter. In conclusion, the primary cause of the reported erroneous hstni patient results could not be determined with the information provided. There is no evidence of a failure of a beckman coulter product.

Event description:
On (B)(6) 2025, the customer reported erroneously elevated hstni (access sensitivity troponin I, part number b52699, lot number 440548) patient results were generated on the customer's access 2 immunoassay analyzer (part number 81600n, serial number (B)(6)). ¿ the customer reported the following hstni results with one patient sample: 68.2 ng/l (B)(6) 2025. 3.5 ng/l repeated (B)(6) 2025. 4.0 ng/l repeated (B)(6) 2025, alternate instrument serial number (B)(6). The patient was reported to have undergone treatment for a heart attack. The customer stated that the emergency department started treatment for heart attack and gave the patient a high dose of aspirin. Then, after the normal results were obtained, the treatment for heart attack was stopped. Additional information was requested from the customer around the 'treatment for heart attack' but they did not provide clarity. The customer only confirmed that an access bnp test was requested. The customer did not provide any further details. No harm to the patient was reported. There were no hardware errors or issues with other assays reported in conjunction with this event. System check passed on (B)(6) 2025. Calibration passed on (B)(6) 2025 with reagent lot 440548 and calibrator lot 440395. Calibration also passed on (B)(6) 2025 with reagent lot 538140 and calibrator lot 440395. Quality controls (qc) were passing within the laboratory's established ranges on (B)(6) 2025. There is insufficient evidence to suggest carryover as the customer did not report running a sample of high troponin concentration prior to the questioned result. No sample integrity issues were reported by the customer.